Event description:
It was reported that the patient presented in the emergency room due to a stomach ache and a pulled muscle. The pacemaker was unable to be interrogated, would not respond to magnet and there was no pacing due to premature battery depletion. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
The reported events of premature battery depletion, no pacing and inability to interrogate were not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.